Manufacturer narrative:
After further review the following sections d1, d4, d10, g4 and h4 have been corrected accordingly. Section d10: concomitant medical products: cc posterior femoral augment, sz 2, 5mm (cat# 208-07-02 / serial# (B)(6)); cc posterior femoral augment, sz 2, 5mm (cat# 208-07-02 / serial# (B)(6)); cc distal femoral augment, sz 2, 10mm (cat# 208-06-02 / serial# (B)(6)); cc distal femoral augment, sz 2, 5mm (cat# 208-05-02 / serial# (B)(6)); cc distal femoral augment, sz 2, 5mm (cat# 208-05-02 / serial# (B)(6)); adapter stem screw (cat# 208-09-05 / serial# (B)(6)); fluted stem extension, 120l x 14mm (cat# 204-34-12 / serial# (B)(6)); optetrak cc tibial insert and screw, sz 2, 11mm (cat# 208-22-11 / serial# (B)(6)).

Manufacturer narrative:
(H3) the revision reported was likely the result of poor femoral bone quality, malpositioning of the femoral components, and femoral loosening. However, the underlying cause of the malpositioning and loosening cannot be confirmed because the devices were not returned for evaluation. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Also, a probable root cause associated with the reported event of ¿migration¿ is a problem with all or part of an implanted or invasive device moving from its intended location within the body. Furthermore, another probable root cause associated with the reported event of ¿patient conditions¿ that is associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device.

Manufacturer narrative:
Concomitant devices: 02-012-65-2017, 4859399 - logic cc tib insert size 2, 17mm; 208-06-02, 6609320 - cc distal fem augment sz 2, 10mm; 02-010-06-0521, 6076644 - logic post. Aug. Block size 2, 5mm; 208-05-02, 6174918 - cc distal fem augment sz 2, 5mm; 02-012-61-6000, 5688040 - logic offset stem ext coupler 6mm; 02-012-60-1680, 6063735 - logic stem ext 16mm x 80mm; 02-012-65-2015, 5119395 - logic cc tib insert size 2, 15mm. Additional information, including the product investigation, will be submitted within 30 days of rec.

Event description:
As reported, approximately 6 yrs postop the ltka, this (B)(6) y/o female patient presented complaining of knee pain in their revised left knee. Femoral loosening and misalignment were noted, and the patient was scheduled for a femoral revision. The femoral component was removed and replaced with a logic cc component with various augments etc. The tibial component was well fixed and was not removed. The optetrak femoral component and insert were removed and replaced with logic cc components. During trialing a 15mm insert was deemed appropriate. After insertion of the tibial insert the surgeon opted to go up to a 17mm insert wasting the 25. Patient was last known to be in stable condition following the event. Devices not returning due to facility policy.